Event description:
The plaintiff's attorney alleged that the decedent experienced alkalosis cardiac arrhythmias and death on 04/01/2006 after the use of the product.

Manufacturer narrative:
Has been supplemented with additional information. (B)(4). This is one of two device reports for this event; the associated MFR report numbers are: 1225714-2013-02998 and 1225714-2013-02999. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient experienced cardiac arrest.

Manufacturer narrative:
This is one event of the same pt involving two separate products; associated MDR #1225714-2013-02998.